Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured before the procedure. The procedure was completed using manual compression. There was no reported patient injury. The balloon ruptured during prep for an interventional peripheral procedure that used a retrograde approach. The user is mynx certified. The device was stored and prepped as per the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for evaluation. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, both buttons 1 and 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, inflation/deflation test was performed, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a longitudinal tear in the balloon approximately 1.5 mm from the balloon neck. A product history review of lot f2113301 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The exact cause for the event could not conclusively be determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Users are also instructed to confirm via femoral arteriogram prior to using the mynx control vcd, that there is no evidence of significant pvd in the vicinity of the puncture. With the limited information provided it is not possible to draw a clinical conclusion as to the cause of the event. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2113301 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured before the procedure. The procedure was completed using manual compression. There was no reported patient injury. The balloon ruptured during prep for an interventional peripheral procedure that used a retrograde approach. The user is mynx certified. The device was stored and prepped as per the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.